Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the shaft of the vasoview 7xs broke. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the scissor shaft was broken at the distal end, preventing the scissors from opening and closing. Based upon the eval results, the reported complaint was confirmed. (B)(4).